Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) revisited the customer site to test the ground resistance (measure of resistance [ohms]). The fsr verified that the ground resistance was within specification. The system has been removed from service and placed in storage. The system will no longer be used clinically at the customer location. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00368 (same facility and issue, different unit). The fsr observed the ground (plug-chassis) result to be 0.18, acceptable specification should be = 0.13. The fsr will request a new service ticket and go out to remeasure the system. Fsr believes that the customer has chosen to replace the systems for reasons not related to this issue.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, perfusion system failed ground (plug-chassis) electrical safety testing. There was no patient involvement.